Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Additionally, the patient had concomitant constipation which is a well-documented risk factor for peritonitis in pd patients. Therefore, the patient¿s peritonitis event is likely associated with concomitant constipation.

Event description:
On (B)(6) 2022, this patient on peritoneal dialysis (pd) reported having a previous event of peritonitis on a call with customer support for a separate issue. In additional follow-up, the patient¿s pd nurse stated the patient¿s peritonitis occurred on (B)(6) 2022. The patient was seen in the outpatient pd clinic for symptoms of cloudy pd effluent and abdominal pain. The patient had a pd culture (obtained on (B)(6) 2022) which grew the bacteria pseudomonas. The patient was treated with vancomycin and ceftazidime initially then switched to cefepime (dose not provided) intra-peritoneal (ip). The patient completed antibiotic therapy on (B)(6) 2022 and recovered from the peritonitis event. There were no reported fluid leaks, or any issued with fresenius products in relation to the event. The nurse attributed the peritonitis to concomitant constipation.

Manufacturer narrative:
Correction provided in g2. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2022, this patient on peritoneal dialysis (pd) reported having a previous event of peritonitis on a call with customer support for a separate issue. In additional follow-up, the patient¿s pd nurse stated the patient¿s peritonitis occurred on (B)(6) 2022. The patient was seen in the outpatient pd clinic for symptoms of cloudy pd effluent and abdominal pain. The patient had a pd culture (obtained on (B)(6) 2022) which grew the bacteria pseudomonas. The patient was treated with vancomycin and ceftazidime initially then switched to cefepime (dose not provided) intra-peritoneal (ip). The patient completed antibiotic therapy on (B)(6) 2022 and recovered from the peritonitis event. There were no reported fluid leaks, or any issued with fresenius products in relation to the event. The nurse attributed the peritonitis to concomitant constipation.